Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. The reporter advised that the device always displayed 95%, no matter what setting had been applied. At one point the patient was set to 30%, or even room air, and each time the device showed 95%. There was patient involvement associated with the reported event. The reporter advised that the patient was placed on a backup ventilator and that there was no harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing inaccurate fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the oa2 board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the oa2 board.